Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens in the patient's left eye. After implantation of the iol and during surgery, the capsular bag became damaged. The lens was removed and replaced intraoperatively with a different lens model.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the physician, the root cause of capsule damage was related either to the lens haptic or to the I&a procedure.